Manufacturer narrative:
Unit received with stuck aa battery on battery compartment. Unit received with blank display. Unable to power up unit due to damaged power connector. Unable to verify low battery alarm due to unable to power up unit. Unit received with cracked retainer, minor scratched display window and scratched case.

Event description:
The customer reported via phone call that the insulin pump received low battery alarm. The customer¿s blood glucose level was 186 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.